Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2014-20085. It was reported the patient experienced positional shocking. It was also reported the patient experienced pain at the scs ipg pocket site. As a result, surgical intervention will be taken at a later date to address the issues.